Event description:
It is reported that the patient experienced her knee catching and soreness. X-rays showed the articular surface locking screw disengaged and located in the anterior aspect of the knee. Revision was performed. Reference (B)(4).

Manufacturer narrative:
This report will be amended when our investigation is complete.